Manufacturer narrative:
A product sample was not returned for evaluation for this report. The final product lot was identified and a device history record review showed that the product released met the product¿s acceptance criteria at the time of the release. The root cause for this report cannot be determined. (B)(4).

Event description:
A customer reported issues while cutting the vitreous when using a probe during a vitrectomy surgery. The probe was replaced and the procedure was completed without harm to the patient. Additional information was requested for this report. The product sample was discarded after the case.